Event description:
During the procedure while the orthopedic md was drilling holes - third hole drilled - into the metacarpal - to secure the bone fragments with screws and a plate - a 4mm metal tip of the drill bit broke off and was imbedded in the bone.